Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge and displayed "defib fault 72" and "defib fault 80" messages. Complainant indicated that the clinican obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.